Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Per photo attached, the thumb knob fractured off the device confirming the stated failure. A medical investigation was conducted and confirms the provided image of the broken guide drop did not provide insight into the root cause of the reported event. Per complaint details no pieces fell into the surgical field and the procedure was reportedly completed without a surgical delay by holding the lag screw drill sleeve by hand . Although it was communicated that the patient status was unknown, it was also reported that there was "no serious impact" and no other interventions were required due to the event. No further patient impact is anticipated based on the information provided. No further medical assessment is warranted at this time; however, should additional clinically relevant documentation become available in the future, the medical investigation task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery, the locking mechanism of the 125 rad drill guide drop broke. The thumb knob was removed and the procedure was completed holding the lag screw drill sleeve by hand. No delay. No patient injuries reported. No pieces fell into surgical field.